Event description:
It was reported by repair work order that the customer alleged the unit dropped when being taken out of the ambulance. The technician could not duplicate these results after fully inspecting the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.